Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: right rupture, and generalized illness disorder symptoms including general pain, joint issue, inflammation, access water weight, and fatigue (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent revision breast reconstruction surgery with a 300cc mentor memorygel breast implant on the left side and with a 350cc mentor memorygel breast implant on the right side, and experienced bilateral breast implant rupture, and generalized illness disorder symptoms including general pain, joint issue, inflammation, access water weight, and fatigue postoperatively. As a result, the patient underwent bilateral explantation and replacement with catalog number 3503501bc; serial number (B)(6) on the left side, and with catalog number 3504001bc; serial number (B)(4) on the right side on (B)(6) 2021. This medwatch report is for the patient¿s right-sided device.